Event description:
Customer reported unexpected negative reactions when testing a sample with capture-r ready screen IV (crrs 4). The sample has an anti-fyb.

Manufacturer narrative:
We tested returned sample manually in tube test using retention panocell-10. The results were:cell 1(fyb neg): negative at 4°c; rt; 37°c and ict;cell 2(fyb pos, heterozygous): negative at 4°c; rt; 37°c and ict;cell 5(fyb pos, heterozygous): negative at 4°c; rt; 37°c and ict;cell 7(fyb pos, homozygous): negative at 4°c; rt; 37°c and ict;cell 10( fyb pos, homozygous): -/+ at 4°c; rt; 37°c and (+) at ict.the same sample was tested on an in-house galileo using retention crrs 4 lot: k246 exp.date: 2010-03-30.the result was positive in well 3 (fyb positive homozygous); (reaction strength: 46,5) for the further relevant wells 1 and 2, (both fyb positive heterozygous) the result was negative. Additionally, we tested the sample on an in house galileo using the returned plate crrs 4 lot: k 247 exp.date: 2010-03-30 .the result was negative.we tested the sample with capture-r ready ID lot: id124 exp date: 2010-04-13 and the result was positive for one well only (well 5, fyb homozygous, reaction strength: 59), the other relevant/fyb positive wells were negative. Confirmed the reactivity of the fyb antigen on retention capture-r ready screen (4), lot k247. The event appears to be related to the nature of the sample.